Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time the event occurred, and the procedure was completed using the wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the footswitch could not be paired after the implementation of philips fsca 2021-igt-bst-020 where the philips engineer replaced the base station alone. To resolve the issue, the fse replaced wireless footswitch (wfs) and paired it successfully. Upon further troubleshooting, the fse found that the charger was not charging the new wfs. So, the new wireless foot switch charger was provided to the customer through a nemo (no engineer material only) service. The replacement of the wfs charger resolved the issue. The defective wireless footswitch was returned to philips for part analysis. The cause of the wfs failure could not be conclusively determined by the supplier's part analysis, however the replacement of the wireless footswitch and the charger by the field service engineer has resolved the reported issue and restored the functionality of the system. Based on the available information and results of investigation this complaint cannot be associated with any existing philips fsca. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the wireless footswitch was not connecting with the system. No harm was reported to philips. Philips has started an investigation of this complaint.